Event description:
It was reported that while unpacking for a ureteral dilatation procedure, the balloon leaked. The target stricture was in an unspecified ureteral location. A passport 4/2/2/150 balloon had been selected. The device was unpacked and tested prior to use. The balloon could not be inflated as it was leaking. The device did not come into contact with the patient. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".